Event description:
Caller reported compact plus blood glucose results of 319 mg/dl, 222 mg/dl, 146 mg/dl, 136 mg/dl and 227 mg/dl within 10 minutes. A request was made for the return of the meter and strips, replacement sent.